Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the mildly tortuous right coronary artery (rca). The 4.0x15mm nc trek balloon dilatation catheter (bdc) was unpackaged and prepped without issue, and was used to successfully post-dilatate an unspecified stent implant. However, the nc trek bdc became stuck in the guiding catheter during withdrawal. All devices were removed as a single unit. The procedure was completed at that time as the lesion was treated. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.